Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that there have been tubes pushing off while using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder.

Manufacturer narrative:
Date received by manufacturer is corrected to 02/08/2017.